Event description:
Analysis was completed. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. However, at the conclusion of the output monitoring, the intensified follow-up indictor (ifi) was set. Results of the diagnostic testing indicated the device was operating properly. The data in the diagaccumconsumed memory locations revealed that 73.059% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored within the generator (2.825 volts reported during fet (measured diagvbat)) suggests a near ifi battery partially depleted condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was noted during review of clinic notes received that the patient had sleep apnea. The relationship to their vns therapy is unknown. Good faith attempts thus far have been made and no further information has been attained. The patient had a prophylactic generator replacement and the generator has been returned for analysis. Analysis completion is pending.